Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a the investigation is still in progress; therefore, a conclusion has yet to be established.

Event description:
It was learned through patient support center that a patient was implanted with a 29mm 11400m mitral valve and was unable to come off bypass and expired. Per patient care advocate the death certificate showed cause of death as coronary artery disease post bypass and cardiac failure due to severe mitral regurgitation post mitraclip and mitral valve replacement. No allegations were made against edwards devices. It was reported patient had a prior mitraclip procedure to treat a congenital hole in her heart. However, care advocate reported that the valve tissues were too weak at the time, and that the hole became bigger. A couple of weeks before smvr, patient was reportedly feeling ill and had difficulty breathing. As a result, patient was admitted back to hospital and the plan was to remove her mitraclip to undergo an smvr.

Event description:
It was reported through patient support center and learned through medical records that a patient with a 29mm 11400m mitris resilia mitral valve expired on pod# 0.per care advocate, the patient is s/p mitraclip procedure to treat a congenital hole in her heart. However, the hole became bigger because the valve tissue was too weak at that time. The decision was made to do a surgical mvr. A couple weeks before the planned procedure, the patient felt ill and had difficulty breathing. As a result, patient was admitted to the hospital for urgent removal of her mitraclip and to implant a bioprosthetic valve. The patient was unable to come off of bypass machine. Patient's death certificate mentioned the cause of death as post bypass coronary artery disease and cardiac failure due to severe mitral regurgitation post mitraclip and mitral valve replacement. No allegations were made against edwards devices.per medical records, replacement of the native mitral valve that was previously clipped x 2 required removal of the posterior and anterior leaflets of the native mitral valve. The right coronary artery was grafted and 29mm 11400m mitral valve was placed without difficulty. The patient underwent CABG x 2. Upon weaning from cardiopulmonary bypass it was noted the ventricle was minimally to nonfunctioning. Patient was placed back on bypass. Reperfusion was carried out without improvement of ventricular function, an intra-aortic balloon pump (iabp) and impella were placed. The patient continued to do poorly from ventricular functioning standpoint with poor oxygenation. Discussion with family was taken place. The decision was made to leave the sternum open but close the skin and the patient was taken to the intensive care unit with extremely poor prognosis.

Manufacturer narrative:
Added information to b5, b7, h6, h11.corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.